Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was playing golf which led to their legs going berserk. The steps taken to resolve the issue was a CT scan. The issue was resolved. No problems were noted on the CT scan. Patient weight was not disclosed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient had a "situation" on (B)(6) 2018, where their legs went "berserk" and their balance and walking was not stable. It was stated they were bent over. The doctor was ordering a CT scan to look at their brain in order to diagnose what caused the event. The patient stated they didn't think it was related to the deep brain stimulation (dbs) therapy. The doctor had checked their device and everything seemed okay. No further patient complications have been reported as a result of this event.